Event description:
It was reported a t2 alpha nail broke just above the most proximal distal locking screw. Was revised the next week to an antibiotic cement nail.

Manufacturer narrative:
Based on the received x-rays it can be confirmed that the nail is broken at one of the locking holes at the distal end. The affected device was not returned for evaluation, therefore no further investigation is possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the following review of the received information by a medical expert, the root cause was attributed to a patient/injury related issue: [there is no further information given on the patient, except of the gender and age. The first x-ray after the operation shows some interesting findings. There is a 2-level fracture of the tibia visible with one subcondylar fracture and another fracture at the transition between the medial and distal part of the bone. There are several clips visible at the soft tissue, suggesting a severe soft tissue injury in the mid shaft region. Last but not least the patient underwent an arthrodesis of the upper ankle joint earlier. All these findings may have contributed to the non union which finally occurred at the distal fracture. An osteosynthesis at the fibula also could have been considered¿ there seem to be quite a few patient/injury related reasons for the failure of the nail¿] [original statements] if more information is provided, the case will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded by hospital.

Event description:
It was reported a t2 alpha nail broke just above the most proximal distal locking screw. Was revised the next week to an antibiotic cement nail.